Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec¿d 10/3/2014 - medical records received. Patient revised to address metallosis. Upon revision, brownish fluid, a gray stained capsule, metal corrosion around the head/neck junction, and posterior femoral bone loss were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 10/30/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain and discomfort after asr hip implant. Update 07/04/2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update rec¿d 10/3/2014 - medical records received. Patient revised to address metallosis. Upon revision, brownish fluid, a gray stained capsule, metal corrosion around the head/neck junction, and posterior femoral bone loss were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 10/30/2014.